Manufacturer narrative:
Additional information was added to h6 h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified quantity of large bore stopcocks with rotating male luer lock. The flow issue was described as, ¿product did not intermittently flush and could be difficult to use¿. The process step during which this issue occurred and if a patient was connected at the time of the event was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.